Manufacturer narrative:
Health professional was approximated to yes as the initial reporter name and occupation are unknown, but the event was reported to have occurred at a health care facility. Device code 2610 captures the reportable investgation results of deployment failure. Investigation results the returned speedband superview super 7 device was analyzed, and a visual evaluation noted that only the ligator head was returned. It was possible to observe that one band was moved from its original position, indicating a deployment failure. The ligator teeth were intact and the suture hole was intact. No other issues with the device were noted. Based on the evaluation of the returned device, this failure is likely due to handling and manipulation of the device, user technique or unproper tension on the trip wire/suture. It is likely that the suture knot gets loose from the ligator head and could be detached from its position, and this condition could have impacted the bands deployment activity which could have caused the observed event. This failure is likely due to factors or conditions related to procedure during the use of the device that could have affected its performance and its intended purpose. Therefore, the most probable root cause is adverse event related to procedure. A manufacturing batch record review was unable to be performed as the lot number is unknown. A ship history review was not performed due to the customer information was not provided. Therefore, a DHR history review on the most probable lots was also unable to be performed. However, boston scientific's manufacturing processes include extensive inspections to ensure that all finished devices meet specifications prior to distribution.

Event description:
Boston scientific corporation received an unauthorized return of a speedband superview super 7 device on (B)(6) 2020. Investigation results showed that only the ligator head was returned; however, one band was moved out from its original position, indicating a deployment failure (for investigation details). No patient complications have been reported due to this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.